Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead was capped and replaced on (B)(6) 2018 due to lead dislodgement. The lead dislodgement was discovered during a device check. The patient was stable before, during and after the procedure.

Event description:
Additional information received indicated that the lead dislodgement was discovered during a routine follow-up. The lv lead exhibited loss of capture and a chest x-ray revealed that the lv lead had dislodged.